Event description:
A report was received that the patient had a pocket revision due to discomfort at pocket site. Nothing was implanted or explanted. The patient's ipg was relocated and the patient was reportedly doing well after the revision.

Event description:
A report was received that the patient had a pocket revision due to discomfort at pocket site. Nothing was implanted or explanted. The patient's ipg was relocated and the patient was reportedly doing well after the revision.